Event description:
A consumer was being moved by 2 caregivers, when the consumer allegedly fell, resulting in facial and nasal fractures and loss of vision in one eye.

Manufacturer narrative:
The complaint, as received, indicates that the loop of the sling, somehow, became detached from the spreader bar hook during transfer of the pt. The sling reportedly is not an invacare sling. The lift has not been identified as an invacare lift. Manufacturer has attempted to get the serial number of the lift from facility, and has yet to be provided this information. MDR filed as a conservative measure. Current user guides are clear in instructing as to the proper and safe use of the invacare lift product. This incident is viewed as user error issue, and not a product problem. Return is not anticipated.